Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture appears to be related to patient conditions (calcified, thin and degenerated leaflets). Unspecified tissue injury (small anterior leaflet tear) appears to be due to procedural conditions associated with several leaflet capture attempts and patient conditions (calcified, thin and degenerated leaflets). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, calcified mitral valve, thin leaflets. The clip was inserted, but after several capturing attempts, a small tear was observed the anterior leaflet. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.